Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 16-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550 ml, flow rate: 8 ml/hr, procedure: knee surgery, cathplace: unknown. It was reported by a patient that she removed the pump two hours ago because she was experiencing ringing in the ears, metallic taste, and blurred vision. The patient stated that the symptoms started about 4 hours ago. The patient removed the pump and since doing so, no longer experienced metallic taste but continued to have slight ringing in the ears. The patient stated that her vision was still blurred and heart was racing. It was noted that the pump came out easily and the black tip was confirmed. Instruction was provided to notify the anesthesiologist of the symptoms experienced. The dial was set on 8 and was pain at the time was 3/10.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Manufacturer narrative:
One sample device was received. The device was evaluated. The investigation summary concluded that a fast flow was not observed. All select-a-flow saf, pressure pot tests met specifications. The root cause was not identified. All information reasonably known as of 29-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).